Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The stryker technician observed that the lid magnet was loose due to a physical damaged magnet holder. It was determined that the cause of the power issue was the loose magnet due to the magnet holder being damaged. The root cause of damaged magnet holder could not be determined. The customer will receive a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that the device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no report of patient use associated with the reported event.